Event description:
Customer reported a malfunction alarm with code malf 12 on their insulin pump. There was no reported impact to the customer¿s blood glucose level, as no specific adverse value was disclosed. Technical support assisted the customer with a pump reset, but the issue recurred, leading to the decision to replace the pump. The customer will use multiple daily injections as backup therapy and has been instructed on how to return the faulty pump.